Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
All products were explanted and an antibiotic spacer implanted for treatment. Revising surgeon indicated evidence of infection and that "the tibial side was loose". Other implants appeared to be well-fixed. Surgeon did not indicate interface of tibial loosening, nor if he thought the loosening was septic loosening in nature.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.